Event description:
The doctor reportedly detected a corneal burn in the operative eye during a routine phacoemulsification procedure. He indicated that there was not enough irrigation and requested that the unit be evaluated.